Manufacturer narrative:
Seven (7) actual devices were received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in seven (7) homechoice cassettes without an alarm during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.